Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this.

Event description:
Per biomed, probe strain relief is damaged and the wire is pulling out of probe.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation, the reported issue of damaged probe strain relief was confirmed. The strain relief is exposed due to the cable is torn at the scanner end. The root cause of the failure was identified as a probe failure. The device was discarded due to being irreparable. A history review of serial number (B)(6) showed no other similar product complaint(s) from this

Event description:
Per biomed, probe strain relief is damaged and the wire is pulling out of probe.